Event description:
It was reported, the pt is not receiving stimulation. The physician found the scs lead was fractured during an eol scs ipg replacement procedures. The pt is working with his physician to determine the next course of action. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.